Event description:
Event description guidant received information that this boxed implantable cardioverter defibrillator (ICD) had a battery voltage of 2.68 volts upon interrogation. The rep states that the device was not stored near a magnet and it is still in storage mode. The device will be returned to guidant for analysis.